Event description:
The initial reporter stated that the auxiliary alarm did not alarm as expected. It failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump pcb board had failed which caused the auxiliary alarm to fail. The pump was serviced to correct this issue.